Event description:
The clinician reports the implant was inserted 2012-04-24 in ada 24. On 2021-02-12, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, swelling and abscess. No further patient complications were reported.